Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was in a car accident and blacked out. The customer's blood glucose at the time of incident was 50 mg/dl. The customer suffered a damaged vertebra, broken left collier bone, tragic thrum ax, and severe cuts on his body. The customer was the driver of the car during the accident. Troubleshooting was initiated. The drive support cap appeared normal. The insulin pump programming was accurate as well. The mother also mentioned that the customer has issues with low blood glucose events. No products were returned and a replacement transmitter and two replacement sensors were shipped to the customer.